Manufacturer narrative:
Initial reporter phone: (B)(6). Device evaluated by manufacturer: a visual examination identified the hypotube is separated 81.3cm from the hub. There are multiple kinks along the whole device. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is still tightly folded.

Event description:
It was reported that during advancement of a 1.50mm x 15mm emerge push balloon catheter into the guide catheter, the shaft broke approximately 30cm from the balloon, outside of the patient. The device was removed and exchanged for anther of the same device to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during advancement of a 1.50mm x 15mm emerge push balloon catheter into the guide catheter, the shaft broke approximately 30cm from the balloon, outside of the patient. The device was removed and exchanged for anther of the same device to complete the procedure. No patient complications were reported.